Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 52 year old male patient was on impella cp for mechanical circulatory support. There were concerns that inlet position and suction events were above the p4 performance level. An echocardiogram was performed. The physician advanced and rotated the inlet away from the pap muscle. Waveforms improved and performance levels were able to increase without suction.